Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 560 mg/dl. The customer was treated with manual injection. Customer's other blood glucose value was 230 mg/dl. Troubleshooting was performed and based on customer report customer did not allege insulin pump was under delivering. Auto mode feature was not active and automatically adjusting insulin at time of high blood glucose event. There were no leaks or air bubbles. There were no site or insulin issues. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The insulin pump will/will not be returned for analysis.